Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up. It was noted that the implantable cardioverter defibrillator was in back-up. A device restoration was performed successfully.